Event description:
A malfunction was reported on a customer's pump. There was no adverse impact on the customer's blood glucose level. The customer's pump is out of warranty, and they reverted to an alternate method of insulin therapy.